Manufacturer narrative:
Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/3221) the overall 12 month product complaint trend data for the period (feb 2020 through jan 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer reported that an offer to repair the iabp was sent to the customer; however, the customer has not confirmed or approved the repair. It is unknown as to when repairs will be approved. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplement report will be submitted should additional information be provided. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.